Event description:
A report was received that a patient was explanted due to nerve pain caused by the stimulation. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was explanted due to nerve pain caused by the stimulation. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that the patient's stimulation could cause acute nerve pain as a result of stimulation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint the patient's stimulation could cause acute nerve pain as a result of stimulation was not duplicated or confirmed. Leads exhibit normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2108-50m serial #: (B)(4) description: scs lead kit, phase 2 sterile package.